Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the device found that there was no stent on the sds. The stent was not returned for analysis. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum stent profile for the complaint device at the time of manufacture was reviewed and was within maximum crimped stent profile measurement. The sds was returned but there was no stent present on the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were relaxed but in a folded position and not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the mid left anterior descending artery. A 2.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to the calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.